Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the staples applied another device and resected the tissue at the application site to complete the procedure. The hospital has reported the pt's condition is satisfactory.